Manufacturer narrative:
Evaluation results: inherent risk of procedure (graft migration, endoleak) (cause of event is unknown) evaluation conclusions: (cause of event is unknown).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately 2 years ago. Vessel morphology was at implant is unknown. It was reported that the device has migrated and has a type I endoleak. An endurant cuff was implanted to treat the migration and endoleak. The physician inadvertently partially covered the renal arteries (50%), in this procedure, due to difficulty viewing them. Bilateral renal stents were then successfully implanted into the renal arteries. No additional clinical sequelae were reported, and the patient is fine.